Event description:
Same case as MDR ID: 2134265-2014-07728. (B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with angina and referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was a long bifurcation lesion located in the distal right coronary artery (rca) and extending to the right posterior descending artery (r-pda) with 80% in-stent restenosis of an unspecified stent and was 20 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation, cutting balloon angioplasty, and placement of a 2.25 x 24 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 40%. The target lesion # 2 was located in the mid rca extending to distal rca with 70% in-stent restenosis of an unspecified stent and was 26 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 32 mm promus element¿ plus stent which overlapped the previously placed study stent proximally. Post deployment of the 3.00 x 32 mm promus element¿ plus stent, persistent under-expansion was noted due to resistant plaque. The physician then performed post dilatation in the area of stent overlap, resulting in 40% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with anginal symptoms such as dyspnea, chest tightness and was referred for cardiac catheterization. Four days from the onset of symptoms, the coronary angiography was performed and revealed 90% isr of previously placed study stents. In (B)(6) 2014, the patient was hospitalized for worsening coronary artery occlusive disease. The 90% isr of study stents was treated with multiple coronary artery bypass grafting (CABG) from saphenous vein graft (svg) to distal rca and from right internal mammary artery (rima) to r-pda. Four days post procedure, the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).